Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their bite feels off and that their bottom front tooth is loose. Patient was examined by their dentist that found the following: a pano and io was taken. Pano shows missing #1, 4, 14, 16, 17 & 32. Caries noted previously #2, 3, 13, 15, 20, 21, 30 &31. #18 is recommended for crown restoration. Open contact noted #10 m and d. Class 1 mobility for #10 and #26. #23 patient states rotation not resolved. Class 1 molar and canine relationship l & r. No posterior open bite noted. Io photos taken show open contacts #10 and d. #23 mesial inclination with slight rotation. Discussed diagnosis and treatment options with patient; 1. No treatment (which is not advised) or 2. Seek continued orthodontic care to resolve stated issues with an orthodontist or 3. Cease at-home aligners. Patient was advised of caries noted previously and recommended restorations prior to continuing aligners or seeking care with orthodontist. Advised patient that #10 & #26 mobility is with in normal limit for aligner therapy an movement is expected, but teeth will settle once aligned and in retainers. Recommended patient to have restorations as previously noted with cessation of at-home aligners due to unrestored caries. Seek orthodontic consult for continued care.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.